Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cefazoline (dose, duration, and frequency not reported) and intraperitoneal cefazime (dose, duration, and frequency not reported) for peritonitis. Therapy was ongoing. At the time of this report, the patient had not recovered from the event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.